Event description:
It was reported that the customer experienced intermittent blood glucose (bg) levels from (B)(6) 2023. The customer has had sleep mode enabled since (B)(6) 2023, and that affected the pumps ability to do auto-corrections. The customer would go high, then deliver a correction bolus, and have a rebound low. Most recently, the customer¿s blood glucose (bg) level was "high" and then they would drop to 40-60 mg/dl. The customer delivered a correction bolus to address bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.